Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 2140 - glare and visual disturbance. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Patient reports she is not able to see as she anticipated. She can see well up-close, from eight (08) inches away she can read the small print on the card however, she cannot see more than fifty (50) feet. Her vision is fuzzy and blurry. When she wakes up in the morning she can see far out and clearly but after about two (02) hours, her vision decreases an she experiences blurriness and glares when in sunlight. Currently the patient cannot drive on the freeway, but she can tell colors. She has dry eye and her natural lens reportedly had no distance between her retina however, she could see clearly in both eyes. The doctor indicated that her natural lens was very thick, which did not allow for moisture around the eye or to release eye pressure issues. The patient was having surgery to address this and they coupled it with cataract surgery. She also has a history of high eye pressure and had a photorefractive keratectomy (prk) done to correct myopia. She no longer wears glasses and is not wanting to wear them again. The doctor has her taking latanoprost, she is taking steroids to relieve eye pressure, and she takes blood pressure medication. The doctor told her to wait and see; surgically things look fine and that her vision is 20/40. No further information is available.